Event description:
It was reported that a malfunction occurred with the pump displaying malf 9. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions to the customer, who successfully reset the device and was advised to continue using the pump while monitoring for any recurrence of the malfunction.